Manufacturer narrative:
(B)(4). Therapy/non-surgical treatment, additional. Break (stent).

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01777 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Update: it was reported the 7x7 stent also broke during the procedure, however there were no fragments left in the patient.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01777 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent, but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent, but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01777 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Update: it was reported the 7x7 stent also broke during the procedure, however there were no fragments left in the patient.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01777 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Additional information received (B)(6), 2010: update: it was reported the 7x7 stent also broke during the procedure, however there were no fragments left in the patient. Additional information received (B)(6), 2010: update: it was reported the handles of both delivery systems broke and the stent did not break as previously reported. Forceps were not used in the procedure as no parts fell in the patient.

Manufacturer narrative:
A visual evaluation of the returned delivery system revealed the guide catheter was broken into two pieces. The proximal piece of the guide catheter was stretched and broken indicating that the customer experienced resistance while attempting to deploy the stent. The distal end of the guide catheter had three kinks/indentations indicating that the suture embedded inside the guide catheter assembly during retraction or deployment of stent. The proximal end of the push catheter was buckled and the working length of the push catheter was kinked. The suture and stent assembly were not returned for analysis. Based on the analysis of this device, the most probable root cause for this complaint is operational context. A device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.